Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 79-year male with severe multi-vessel disease was implanted with an impella cp device for mechanical circulatory support. The patient was escalated to an impella 5.5 for continued support while the impella cp was still in position. After explant of the impella cp, a perforation of the left common femoral artery was visualized. The physician performed a balloon tamponade and inflation was held for ten minutes. The patient received fluid and blood products. The procedure was successful and the impella 5.5 was implanted. The patient was sent to ICU with the support of an impella 5.5.

Manufacturer narrative:
The investigation for the vascular damage has been completed. The product was not returned for investigation. The cp pump was explanted, and the patient was escalated to 5.5 pump. The doctor reassessed the cfa and performed a femoral angiogram after the blood pressure began to plummet. A perforation was found in the left common femoral artery, and hemostasis was successfully achieved after balloon tamponade. The cause of the vascular damage issue was not determined since product was not returned and sufficient clinical information was not provided. The instructions for use for the impella cp with smartassist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ added- b5 mso review, h6 component code 925 in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission. F6/f8 should have been left blank in the initial report.

Event description:
It was further reported that the patient expired sometime after the pump was explanted. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that the use of the device cannot conclusively be associated with the outcome.